Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The guidezilla device was visually and microscopically examined. The guidezilla device was removed from the emerge balloon with no issue or irregularity. There were numerous hypotube and shaft kinks. Just distal to the collar of the device, the shaft was separated. The jagged edges of the separated ends indicate that the device was likely twisted prior to separation.

Event description:
It was reported that advancing difficulties were encountered. A 6f guidezilla ii catheter guide-extension was selected for use. During the procedure, the physician could not advance a 2.0 emerge balloon through 6f guidezilla that was inside the 6f convey catheter-guide. The procedure was completed with an alternate method. No complications were reported. However, returned device analysis revealed a separated shaft.